Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the personal diabetes manager (pdm) experienced an electrical failure that caused a burn to the pdm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the personal diabetes manager (pdm) battery was no longer functioning. The patient reported that the pdm battery was hot and swelled up to the point where it no longer fit inside the battery compartment. The patient also reported that they could smell burning while charging their pdm. The patient reported that the battery has never been exposed to high heat.